Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure and post induction from fluoroscopy the extravascular (ev) lead appears to have moved laterally/dislodged. There was no movement with the heart beat. Discussion with the implanting physician, who reviewed imagining, did not want to do anything. Post induction testing there were no changes seen to any measurements and a check done 3 hours post implant showed all measurements to be good. The patient was kept in the hospital over the weekend and when the next check was done the r-waves have now dropped and a chest x-ray shows the ev-lead has now moved laterally, possibly in the plural space. A device check was done and noise was seen on two of the vectors. The ev-lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was seen in the clinic and an x-ray showed the lead is more in the pleura space. The decision was made to deactivate therapies. It was further reported that the patient was again admitted to the hospital due to infection, open wound, and redness around the lead insertion pocket. The implantable cardioverter defibrillator (ICD) system remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the device system was explanted. It was noted that swabs were taken of the wound site, however no growth was observed. An allergic response was suspected.